Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in pacing threshold measurements. It was reported the patient had a lot of scar tissue in the atrium. An attempt to reposition the lead was made however difficulty was experienced with the helix mechanism. A new lead was successfully implanted. No adverse patient effects were reported.